Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a foley catheter. The customer reports that a pt has been found in bed with the urinary bag detached. The cuff was found burst and one part of the catheter was missing. The next day during an ultrasound the missing part of the catheter was found in the bladder of the pt. An intervention has been scheduled to get the piece out of the pt's bladder.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.